Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that they were hurting, so they did not want to go get their symptom diary from the other room. On the (B)(6), the patient reported that they went to their healthcare provider¿s office on monday as their device had stopped working. They also had an appointment for the (B)(6) as the device had completely stopped working again. On (B)(6), the patient stated that their lead fell to the floor and they went to their doctor to have it placed again. It was noted that they were unable to place it back in, so they had their device removed. It was stated that they decided to proceed with the permanent implant. No further patient complications are anticipated or expected as a result of this event.